Event description:
The customer returned this handpiece for service with the report that it was making noise and vibrating. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation. During testing of this device, it exceeded the manufacturer temperature specification related to a worn bearing in the collet. Further evaluation found the last date of repair for this unit was in 2008. The handpiece manual identifies the service interval for this handpiece as every 12 months. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.